Event description:
Contact reports that four expedium single inner set screws, all lot ambcl4, on the left side of the construct loosened in situ and the rod on that side slipped. Revision surgery was performed to replace the set screws as well as the concomitant device implants.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.